Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00491, 00493, 00494.

Event description:
Allegedly revised due to "fluid, metallosis, and flaking of the stem into the bone causing wear on the ball and socket." Patient's husband stated "fluid caused deterioration of the bone".